Event description:
It was reported, the catheter was in the way of another procedure the patient needed to have. The reporter stated there was nothing wrong with the existing catheter or the pump and they were just moving the catheter. The reporter further stated, the existing catheter was stuck and did not come out all of the way. It was noted, the manufacturing representative knew what the volume of the new spinal portion was, but they did not know how much catheter there was from the pump to where it connects to the spinal portion. It was further noted that 21 cm were removed from the existing catheter. The reporter stated they could see nine marking from the distal tip that was left. It was noted, the original catheter was uncut. It was further noted, the existing catheter had medication so only the new spinal portion needed to be primed. The pump contained baclofen. Additional information received reported the patient had a catheter revision on 2014 (B)(6) because, the catheter was in the way of another procedure they needed to have. It was noted that a new catheter length was calculated. It was further noted, the patient was doing well without problems.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).